Event description:
(B)(4); per (B)(6) the joystick works intermittently on and off. (B)(6) does not have any dates, but she alleges her husband has fallen out of the chair several times over the past 4 years. No hospitalization was required, he was bruised. She states two times he was going down a ramp due to his weight shifting he tipped over. She claims the joystick intermittent issue has been ongoing. He is not injured at this time. Alleged injuries happened several years ago